Event description:
It was reported that during use on a patient, the ICU rn called for assistance with a possible timing issue with a cardiosave intra-aortic balloon pump (iabp). The timing was checked via a printed strip and it was verified the timing was correct. However, a screenshot of the iabp monitor showed the error message fiber optic sensor module failure. The rn was able to switch out the console successfully, and tag it for biomed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the ICU rn called for assistance with a possible timing issue with a cardiosave intra-aortic balloon pump (iabp). The timing was checked via a printed strip and it was verified the timing was correct. However, a screenshot of the iabp monitor showed the error message fiber optic sensor module failure. The rn was able to switch out the console successfully, and tag it for biomed. Customer states this has been an intermittent issue that has happened more than once, but just recently called in. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected fields: e1- initial reporter. A getinge field service engineer (fse) confirmed and stated replaced front end board, fiber optic jumper cable, fiber optic assembly and fiber optic sensor extension cable assembly. Unit passes all tests and are within manufacturer's specification. Unit was released to customer. There was patient involved but no harm reported. The defective components were received for further investigation. The failure analysis and testing department received the cable assy, fo sensor extension, cable fiber optic jumper, fiber optic ass, rohs, front end board with a reported unit failure message of fiber optic sensor module failure. Performed visual inspection of these parts received and all parts looks to be in good condition. Installed all the parts into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of fiber optic sensor module failure. Performed fiber optic tests and fiber optic tests passed within factory specification. All parts passed testing. Retained cable assy, fo sensor extension, cable fiber optic jumper parts in the fat dept. As per procedure. Fiber optic ass, module rohs, fiber optic assy, module, front end board parts sent to the respective supplier as per procedure. The supplier tested the fiber optic assy, module board and no abnormalities were found. Retained the part in the failure analysis and testing department per procedure. The supplier tested the front end board (skip ict test due to old version.) No issue found. The results of the hi-pot and fct tests all passed. Retained this board in the fat dept. Per procedure.

Event description:
N/a